Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that an ambulance was called and the patient required medical intervention due to hypoglycemia. Patient was not willing to provide any additional information regarding the medical event.